Event description:
Customer reported the left screen on monitor is not displaying images. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.